Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer plugged the pump in to charge it prior to going to sleep. However, the pump did not charge and the battery depleted during the night. The customer awoke with a blood glucose (bg) level in the 350 mg/dl range. The pump could not be charged despite the customer attempting multiple cables. At the time of the call, the customer's bg had elevated to 442 mg/dl. The customer's mother gave an correction via manual injection of insulin.